Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site that resulted in a breakdown of the skinflap. The patient was treated with oral antibiotics for a duration of 30 days (date not reported); however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient was implanted with a new device on the contralateral side.